Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system short port btt (blunt tip trocar) balloon was non functional. When the hospital staff tried to inflate the balloon, it would deflate. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.